Event description:
The pt was experiencing some leg pain post operatively after having three ifuse implants placed for si joint pain relief. The inlet view as taught during surgeon training was not utilized during implant placement. A CT scan showed that the top implant was anterior and that it penetrated the anterior superior cortex of the ala. The surgeon decided to remove the implant and reposition the replacement implant. The pt has experienced pain relief from the si joint and has no neurologic findings or complaints. The surgeon felt that if the inlet views would have been utilized there would have been no issues with this case.

Manufacturer narrative:
Based upon the complaint information and investigation, root cause for the revision surgery was incorrect placement of the implant. Late report of this adverse event is addressed under (B)(4).